Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest recorded blood glucose of 575 mg/dl, remained above range for about 12 hours, disconnected from the ilet, and administered multiple doses of subcutaneous insulin using a backup pen; education and troubleshooting were provided on insulin absorption variability, timing of effect, and the risk of hypoglycemia if reconnecting too soon after backup insulin. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention or hospitalization. Investigation included customer interview, review of reported blood glucose trends, and provision of use education. Investigation of this case revealed no device alarms or confirmed device malfunction, with the hyperglycemic event attributed to an unclear cause while the user was off the ilet and using backup insulin. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.